Event description:
During baxter's initial eval of this spectrum pump, it was found to experience an undetected downstream occlusion on the high pressure setting.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of "undetected downstream occlusion" was found during baxter's initial eval of this pump. The downstream sensor was calibrated per baxter's service procedure to ensure proper functionality.